Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the catheter of a bd nexiva¿ closed IV catheter system detached and was able to be removed without medical intervention.

Manufacturer narrative:
Investigation summary: device/batch history record review was not conducted as a lot number was not provided for this incident. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence and limited severity, current risk is acceptable. Observations and testing could not be performed because units were not provided for investigation. Conclusions: confirmation of the defect as stated in the product incident report, could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Therefore, there was no physical evidence to confirm or to support manufacturing process related issues for the alleged defect stated in the pir. The defect described in the product incident report was not confirmed or replicated; as units were not provided for this incident, therefore a definite root cause could not be established. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that the catheter of a bd nexiva¿ closed IV catheter system detached and was able to be removed without medical intervention.